Manufacturer narrative:
The insulin pump had blank display due to corroded battery tube and battery cap contact. Analysis was unable to test the operating currents and off no power alarm due to blank display. The insulin pump had cracked case at display window corners, a scratched display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 89 mg/dl at the time of incident. The customer stated that the battery compartment was corroded. The customer also mentioned that they found residue on the battery cap and battery compartment. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.